Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was fractured.

Manufacturer narrative:
Concomitant medical products: ddbc3d1; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and high impedance were noted on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.